Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had intermittent impedance values. The device was replaced and the lead impedance values "were within normal range." The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned, but clinical data from the device was analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Beginning 2014-(B)(6), rv pacing impedance varied up to 1067 ohms and back to 909 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.